Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, no patient information provided.

Event description:
It was reported that the tubing separated at the safety clamp. The event occurred after the safety clamp was loaded into the pump. The primed fluid was normal saline. There was no patient harm. Although requested, no additional patient information provided.

Manufacturer narrative:
The customer¿s report that the tubing separated at the safety clamp was confirmed. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection of the set not separation at the engagement between the lower fitment and pvc tubing components. No other damages or issues were observed. Examination under magnification of the separated tubing end observed no solvent traces. Functional testing was deemed unnecessary due to the obvious separation. Dimensional analysis of the tubing's outer diameter observed it was within specification(s). Further visual inspection of the lower fitment opening observed no issues or abnormalities. Further handling/tug of the rest of the set's tubing engagements observed no separation. The root cause was identified as due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.

Event description:
It was reported that the tubing separated at the safety clamp. The event occurred after the safety clamp was loaded into the pump. The primed fluid was normal saline. It was further confirmed during follow up that this event did not contribute to, or result in a serious adverse impact to patient. Although requested, no additional patient information has been provided to date.

Event description:
It was reported that the tubing separated at the safety clamp. The event occurred after the safety clamp was loaded into the pump. The primed fluid was normal saline. There was no patient harm. Although requested, no additional patient information provided.

Manufacturer narrative:
Additional information provided: b.3 & d.11.